Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where the user experienced hypoglycemia.

Manufacturer narrative:
Based on the investigation, the system did assert the hypo alert around 4:56 pm est on (B)(6) 2020. Further analysis of the data suggests there was inherent lag in the sensing technology of the sensor and that the sensor glucose eventually caught up to the calibration (capillary) entry within 3-4 sensor readings. There was no system malfunction. H6 method code updated to 4114. H6 result code updated to 213. H6 conclusion code updated to 67.